Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on (B)(6) 2019, it was reported that the unit needed repair for an unknown issue. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), and a power supply, serial number (B)(4) for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the plug harness assembly, seal/strain relief, o-ring, switch mount, insulator hand piece, motor seal, switch, motor, eccentric shaft, bearings, internal retaining ring, spring seal, vespel bearings, and semi-circle bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Repair of the electric dermatome power supply was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the power entry module and power switch. Electric dermatome power supply, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Repair of the electric dermatome power supply was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the power switch. Electric dermatome power supply, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor speed was within specifications but on the low end and the wires in the cord were exposed. The electric dermatome power supply serial number (B)(4) had a broken power entry module and power switch. The electric dermatome power supply, serial number (B)(4) had a broken power switch. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit needed repair for an unknown issue. The event occurred before surgery. There was no harm and no delay included in the event. No adverse events were reported as a result of this malfunction. Investigation revealed that wires in the cord were exposed.